Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30° endoscope plus's lens was cracked. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and multiple issues were identified. Mechanical damage was observed at the distal tip, including a broken or detached fragment of the distal window that was located in an area with the potential to fall into the patient. Additional mechanical damage was noted at the distal end of the scope. Evaluation also revealed a defect in the camera instrument adapter; it did not rotate properly, and audible noise during testing confirmed binding. After removal from the endoscope housing, further assessment determined that friction was being contributed by the attached endoscope adapter (aea) shaft bearing. A visual inspection of the endoscope cable identified minor cuts in the insulation located in zone b (middle third of the cable). Additionally, the cable¿s integrated connector exhibited mechanical damage, and the paddleboard at the proximal end showed scratch marks, indentations, and broken or missing components. The complaint was confirmed by failure analysis. The probable root cause of the broken distal window is attributed to inadvertent collisions with hard surfaces, accidental falling of the endoscope, and/or improper cleaning during reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend.